Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels. Customer's blood glucose level was 365 mg/dl. The customer had a diabetic ketoacidosis. The device was not returned.

Manufacturer narrative:
Additional information has been provided that was not included on the initial complaint: the customer was wearing the insulin pump at the time of the incident. The customer received a technical visit from a clinical specialist who checked that he was not monitoring his blood glucose and was not performing bolus, leaving the insulin pump only in the basal rates. The frequency of the infusion set changes are each 3 days or more and he´s very lean and has constantly kinked cannulas.